Manufacturer narrative:
(B)(4). Device evaluation: the customer reported does not turn on was confirmed and reproduced during evaluation by technical services. The cause was determined to be a depleted main battery and the main battery was replaced to resolve the problem. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a flogard infusion pump that does not turn on. The event was reported to have occurred while attempting to power up the device. There was no report of patient involvement, injury, or medical intervention related to the device. Upon further investigation, baxter quality engineering has confirmed the reported condition as a battery issue. No additional information is available.